Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix' biliary stent with naviflex' rx delivery system was removed during an ercp (endoscopic retrograde cholangiopancreatography) follow-up procedure in the bile duct of a (B)(6) old female patient (patient weight is unknown). During post procedure follow-up, the implanted advanix biliary stent, which was placed a couple months ago, was noted to have partially migrated out of the bile duct. The 10 x 17 wilson cook biliary stent also implanted alongside the advanix biliary stent, also partially migrated out of the bile duct. The migrated stents did not cause any damage to the opposite wall of the duodenum. The migrated advanix biliary stent was removed and a wilson cook stent was implanted. The procedure was completed successfully with no reported patient complications. The patient was reported to be fine after the procedure.